Event description:
This report is to advise of a peeled away and detached sheath tip noted during analysis of the device.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The distal tip of the sheath was noted to be peeled off and not returned. No other visual anomalies were noted. A dilator from current inventory was inserted and withdrawn through the entire length of sheath with no resistance but there was a small gap noted at the sheath/dilator junction. The sheath tip being peeled away is consistent with the reported insertion difficulty and gaping. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath tip damage remains unknown.